Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The measurable dimensions of the broken tip were checked and found to be in compliance with the technical drawings and specifications. The visual inspection revealed the cross section surface shows no irregularities which indicates material conformity as well. It is possible that exceeding applied mechanical force, most likely in a slanting direction, may have caused the breakage. No product fault could be detected .this complaint has been determined to be invalid. (B)(6).

Event description:
The screwdriver tip broke during insertion. This is 1 of 1 report for (B)(4).